Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a few hours after starting treatment with four units of prismaflex m100, a patient experienced two clotting events resulting in 150ml of blood loss for each event. The extracorporeal blood was not returned to the patient. It was also reported that in the same morning, the return blood line popped off the m100 filter and blood sprayed out. It was reported that blood was returned to the patient. Following these three events, another m100 set was used and it clotted again and the extracorporeal blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.